Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the ceramic tip is missing from the device. The tip was not returned. The investigation found the ceramic tip was missing on the returned device. The investigation could not determine the root cause of the customer's report. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, ceramic tip broke off in patient as lead computerized tomography (CT) tech noticed on scan and immediately notified the physician. The physician proceeded to open another antenna and proceeded hammering the antenna again to desired location. A new device was used to complete the case.